Event description:
Per user-facility medwatch, the device misfired. Instead of the clip going around the vessel, it clipped upward and could not be used. Customer noted the device has already been returned to the MFR. There was no pt consequence.